Event description:
Additional information was received that the ra lead was recently implanted and never dislodged. The left ventricular (lv) lead had reportedly dislodged and regulatory report: 2124215-2011-11780 has been submitted to document this experience. This ra lead remains actively implanted with no reported product experiences.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead had reportedly dislodged. An invasive revision procedure was performed and the lead was successfully extracted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.